Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use, the issue occurred while switching on the machine, so no patient involved. It was reported to philips that the system was not booting up. Upon troubleshooting, the philips field service engineer (fse) visited onsite and checked the system and found that system was not booting, found that 230v supply was not coming for host pc and ippc, found fh7 fuse (10a 250v) was blown off in pdm (power distribution module) control board. To resolve the issue, the fse replaced fh7 fuse (10a 250v) with new one. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.